Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pumps usb port was damaged and the pump battery could not be charged properly without the customer maneuvering the cable into the charging port. The customers blood glucose level was 110-160 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.